Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a290, lot# 0210606287, implanted: (B)(6) 2016, product type: lead.. Note, manufacturer report number 3004209178-2017-26121 contains the lead and the replacement ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative. Since (B)(6) 2017, it was reported that the lead was known to show high impedance (>10,000 ohms) on one of the electrodes that was not used. The patient did not experience any falls or traumas prior to the high impedance. There was no patient complication associated with the event.